Manufacturer narrative:
Per the clinic, the patient also experienced an infection at implant site and subsequently was treated with oral antibiotics (specific date and duration not reported). A granuloma was also noted. Device analysis report attached.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to middle ear infection. The patient was reimplanted with another cochlear device during the same surgery.